Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006, UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient's retention is a lot better than prior to implant and may have to catheterize much less than before. The patient also reported they had an active urinary tract infection (uti) and put on antibiotics for ten days. A culture was done, but their physician gave them the antibiotic before they got the results back, which showed they had a uti. The is no upcoming appointment with the physician, but the patient will reach out if there are any issues. The stimulation has been good for their retention. The therapy support specialist will check back with the patient if their uti symptoms have improved. The patient's local representative left the patient a voice message and text message but have not received a response back from the patient.

Event description:
It was reported the patient's retention is a lot better than prior to implant and may have to catheterize much less than before. The patient also reported they had an active urinary tract infection (uti) and put on antibiotics for ten days. A culture was done, but their physician gave them the antibiotic before they got the results back, which showed they had a uti. The is no upcoming appointment with the physician, but the patient will reach out if there are any issues. The stimulation has been good for their retention. The therapy support specialist will check back with the patient if their uti symptoms have improved. The patient's local representative left the patient a voice message and text message but have not received a response back from the patient.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#: additional premarket / 510(k)# p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.